Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, bent cannula and bleeding at site. Th customer experienced dehydration as a symptom. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection and emergency room. The event involved product(s) mmt-7040ma, mmt-399a, mmt-332a, mmt-1884l. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data from on (B)(6) 2025. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 03-mar-2025 listed on smart solve and on (B)(6) 2025, listed in the customer's notes due to no data available on the primary svn: (B)(6). Unable to perform the history review 1 week prior to the event dates 03-mar-2025 and march 5, 2025, in the pump history file due to no data available on the primary svn: (B)(6). On a related svn: (B)(6), unable to perform the history review 2 days prior to the event dates 22-mar-2025 in the pump history file due to no data available. On a related svn: (B)(6), perform the history review 2 days prior to the event date 04-may-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.